Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shock therapies due to lead noise. The physician plans to image and extract the lead. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the lead was explanted. Insulation abrasion was observed during the procedure and the patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 42.3-42.8cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. Internal insulation abrasion was noted at 9.9-10.1cm and 10.4-10.5cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 6.4-6.6cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise and inappropriate shock.